Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that nurse reported that patient felt unsafe on the bed - patient reported that it felt creaky and wobbly. Nurse reported that a panel was loose so they tried to tighten it. Nurse moved patient off the bed after about a week on the bed onto a different manufacturer's bed. Complaint # (B)(4) was entered into our system.